Manufacturer narrative:
Product has been discarded. No product evaluation possible. Complaint history check on this lot has yielded no additional complaints to date. Will continue to monitor.

Event description:
Patient made injection into her left thigh, withdrew, and needle was missing. Nurses tried removal with tweezers but were unsuccessful. Surgeon tried to remove, but was unsuccessful. Needle remains in pt.